Event description:
Skin lesion, bloody and partly incrusted corresponding to 2nd to 3rd degree burn [burns third degree]. Skin lesion, bloody and partly incrusted corresponding to 2nd to 3rd degree burn [burns second degree], after application of thermacare for 24 hours [device misuse]. Bloody [wound hemorrhage]. Case description: information was received from a pharmacist in (B)(6) regarding a (B)(6) female consumer who used a thermacare neck shoulder and wrist (12 hour) heatwrap transdermally for tension of the neck muscles. On (B)(6)-2010, the patient developed a skin lesion, bloody (wound hemorrhage/wound bleeding) and partly incrusted corresponding to a burn of 2nd (burns second degree) to 3rd degree (burns third degree) after application of thermacare for 24 hours (device misuse). The outcome of the event was unknown. On (B)(6)-2010, quality assurance results were received which indicated that the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified in this review of batch records, review of release testing data or inspection of retained samples. Retained samples meet the product description and the product is in date. After a review of the batch thermal records, thermal results all met product release criteria. Medical history and concomitant medication were not included. No other information was provided.

Manufacturer narrative:
Quality assurance evaluation: batch 9027u0185 - quality assurance results were received which indicated that the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified in this review of batch records, review of release testing data or inspection of retained samples. Retained samples meet the product description and the product is in date. After a review of the batch thermal records, thermal results all met product release criteria.